Event description:
I am a user of a device called body media core. It monitors body activity by reading 5000 data points per minute (seller claim). I've used the device for more than 1 year and have noticed that it burns and discolors the skin. The seller recommends using it in 1 location on the left arm for 23 hours per day. To do so will lead to injury. I have adapter by moving the device to at least 4 locations and not keeping it in any one of those locations for more than 12 hours. My skin is irritated and discolored nonetheless. I have notified the seller.